Manufacturer narrative:
(B)(4).

Event description:
It was reported that the model 106 generator was having difficulty sensing the patient's heart rate during scheduled generator replacement surgery. No pre-surgical evaluation was performed as indicated in the manufacturer's labeling. The hospital staff has since been retrained all parties on the manufacturer's instructions to perform pre-surgical evaluations prior to implant of all model 106 generators. It was reported that the programming wand was properly positioned and rotated. The company representative expressed that a failure to interrogated was occurring when the wand was rotated 90 degrees. The programming system was not plugged into the wall outlet. The company representative reported that emi should not have been an issue. The wand usb cable was unplugged when the tablet was plugged into the wall. It was reported that the wand was plugged in well over 15 seconds before performing operations, so it is not believed that a usb cable issue may have been contributing. High lead impedance was not present, and the autostimulation feature was not programmed on. The generator pocket was irrigated. It was confirmed that no cautery was used once the generator was introduced into the sterile field. The generator was in the pocket and not on the patient's chest or another location. The device was programmed to a sensitivity of 5. Sensitivity was then programmed to 3, and no heart rate was detected. The sensitivity was then set to 1, and the issue persisted. The company representative then programmed through each sensitivity settings one at a time, confirming each one returned question marks (?????). The pocket was then revised to increase the distance between the lead and the generator. Sensitivity setting of 5 was programmed, and the question marks persisted. A new m106 generator was used, and the issue was resolved. The generator has been received by the manufacturer for analysis. However, analysis has not been completed to date. No additional relevant information has been received to date. Review of the generator device history records confirmed all quality specifications were passed prior to distribution with no anomalies noted.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported.

Event description:
Further analysis of the generator was completed. To observe the pulse generators sensing response (tachycardia detection) to an external stimulus, the pulse generator was placed in a final test fixture. Analysis of the returned generator evaluated the entire range of heartbeat verification sensitivity settings 1-5 with a no load and a 2000 ohms load conditions. Various delays in the start of sensing were observed, up to 57.0 seconds. In addition, the pulse generator would stop sensing but would recommence sensing at various time intervals. The pulse generator can was opened, and possible contaminates were observed on the edge of the printed circuit board (pcb) that is cut during the manufacturing process. With the pulse generator case removed and the battery still attached to the pcb, the supply current off-time and supply current off-time sense enabled measured at the pa bench were not in specification. The battery was removed. The pulse generator module was subjected to a postburn electrical test, and the results show that the pulse generator module failed several electrical tests. The pulse generator showed no sense delays or sense drop outs after the pcb was cleaned under the same test conditions. The contaminates were determined to be conductive material deposited on the edge of the printed circuit board (pcb) as a result of a laser cutting process during manufacturing. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the programming tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the heart beat (hb) detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Further evaluation of this device and additional in-house devices showed that the delay and intermittency observed was due to leakage paths between various traces on the pcb edge caused by the minimal amount of conductive material. Because of the leakage, the device demonstrated intermittent sensing while sync pulse was being transmitted. However, when the sync pulse communications used by the verify heartbeat detection feature were terminated, sensing resumed and was stable. Test results of the synch pulse revealed a longer delay (from initiation of the heartbeat detection algorithm until heartbeat synch pulses occur) than what is expected. This delay was likely interpreted as non-detection of the heartbeat. The sync pulse communications occur during use of the verify heartbeat detection in the operating room during initial implant. At all other times when implanted in the patient, heartbeat sensing, and thus the autostim feature, operate as intended. No adverse events have occurred as a result of this event.